Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire and an adverse event. The sensor wire was inserted into the abdomen on (B)(6) 2017. The patient stated that the sensor wire was stuck in his abdomen and went to the emergency room (ER) to have it removed. The patient did not wish to provide information regarding the event. At the time of contact, the patient was doing okay. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.